Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set tubing leakage event on (B)(6)2024. Leakage occurred at t: lock. The set was in use for about 2 days. Blood glucose levels were reported to be 304 mg/dl during the event. Patient took correction bolus via pump and changed infusion set, replaced infusion set and resumed insulin deliveries successfully. No further information available.